Manufacturer narrative:
The manufacturer did not receive explanted devices for review since they were scrapped by the hospital. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during an implantation surgery on (B)(6) 2017, the wagner sl revision hip stem, uncemented, 16/190, taper 12/14 was not fitting/matching with the drill size 16. The surgery was completed with another stem (size 18) and with a delay of 20 minutes.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: a wagner sl revision stem (ref: (B)(4), lot: 2782216) has been received. It has been reported that in a hip revision surgery the awl ("drill") 16 and the stem 16 did not fit / match together, and it was necessary to use a stem 18. This caused a surgical delay of 20 minutes. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the wagner sl revision stem shows few normal signs of usage. Further no considerable deteriorations, deformations or imperfections can be seen. The involved awl of size 16 has not been returned. To ensure the stem has correct dimensions, relevant characteristic according to the inspection plan were measured. Characteristic no. 23 feature "dimension (13.4 +0.3/0)¿. Specification: max. 13.7 mm; min. 13.4 mm measured value: 13.60 mm characteristic no. 25 feature "dimension (16.0 +0.2/-0.1)¿. Specification: max. 16.2 mm; min. 15.9 mm. Measured value: 16.06 mm. Characteristic no. 29 feature "dimension (12.37 +0.2/-0.1)¿. Specification: max. 12.47 mm; min. 12.27 mm measured value: 12.37 mm characteristic no. 28 feature "dimension (9.77 +0.3/0)¿. Specification: max. 10.07 mm; min. 9.77 mm measured value: 9.94 mm. Conclusion: based on the diameters as measured above, the correct size of the stem can be confirmed. Further the DHR indicates that all components met all specifications. Functional test: a functional test was not performed as the measurements indicate that the implant components met all specifications, and it was not possible to re-create the situation occurring during the surgery. Review of inspection plan for ref 01.00101.916: characteristic no. 23 feature "dimension (13.4 +0.3/0)¿ with scope of testing: aql1.0 means of inspection: "3d messmaschine" characteristic no. 25 feature "dimension (16.0 +0.2/-0.1)¿ with scope of testing: aql1.0. Means of inspection: ¿3d messmaschine¿ characteristic no. 29 feature "dimension (12.37 +0.2/-0.1)¿ with scope of testing: aql1.0. Means of inspection: ¿3d messmaschine¿ characteristic no. 28 feature "dimension (9.77 +0.3/0)¿ with scope of testing: aql1.0. Means of inspection: ¿3d messmaschine¿. Review of inspection plan sap document for ref (B)(4): characteristic no. 9 feature "diameter (ø13.66 +0.06/-0.06)¿ with scope of testing: aql1.0. Means of inspection: ¿winkellehre typ b¿ characteristic no. 10 feature "diameter (ø15.75 +0.15/-0.15)¿ with scope of testing: aql1.0. Means of inspection: ¿winkellehre typ b¿ characteristic no. 20 feature "diameter (ø17 +0.2/-0.2)¿ with scope of testing: aql2.5. Means of inspection: ¿2d messprojektor¿. Review of surgical techniques: in surgical technique it is described: "to check the depth of implantation and exact positioning of the prosthesis, the modular trial prosthesis are used. A trial prosthesis corresponding to the prosthesis size defined in pre-operative planning is assembled in advance, with a diameter corresponding to the awl last used, and inserted into the prepared medullary cavity." Functional relationship analysis: the analysis protocol and resultant fit analysis evaluate the functional relationship between the scope of wagner sl revision stems and the awl. It is stated: "the difference in cross sections of each implant wagner sl revision stem at nominal conditions and instrument awl sl revision stem at nominal conditions is 0.25mm in diameter (0.125mm in radius). Awls are effective under ream relative to implant and are smaller in diameter. The acceptance criterion of 0.2 to 0.3mm for diameter difference between implant and awl has been met." Root cause analysis: root cause determination using dfmea for ref 01.00101.916: wrong combination of implant and instruments due to lms marking is not readable under or lighting, marking parameters are not sufficient enough => possible: for the wagner sl revision stem it can be confirmed it is labeled with correct information and the parameters are well readable. However, as the reported awl has not been returned it is possible it's lms marking was not readable so a wrong size was chosen during surgery. Migration of stem short and long term, splitting of femur, improper initial setting of the impant due to awl design doesn't correspond to the stem design (functionality) => not possible: as the funtional relationship analysis confirms the awl's design correspond to the stem design. Malfunctioning of the device due to wrong handling of device due to wrong information => not possible: as nothing indicates the stem was handled wrongly. However, the reported event indicates the surgeon missed a relevant step (use of the trial prosthesis) and this might have played a role regarding the improper initial setting of the stem size 16. Wrong combination of the components due to lms marking is not readable under or lighting, marking parameters are not sufficient enough => possible: for the wagner sl revision stem it can be confirmed it is labeled with correct information and the parameters are well readable. However, as the reported awl has not been returned it is possible it's lms marking was not readable so a wrong size was chosen during surgery. Root cause determination using dfmea for ref (B)(4): instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => not possible -> as the funtional relationship analysis (fra) confirms the awl's design correspond to the stem design. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Conclusion summary: based on the returned product and the given information, the complaint could not be confirmed. The visual examination and the measurements did not confirm that the wagner sl revision stem was "oversized/ undersized" compared to product dimensions reported in inspection plan. Also the functional relationship analysis confirms the awl's design correspond to the stem's design. As the reported awl of size 16 has not been returned it is possible it was wrongly dimensioned or it's lms marking was worn/ not readable so a wrong size was chosen during surgery. Moreover, as the reported event does not mention any trial stem it is possible the surgeon missed this relevant step during surgery. Using a trial before setting the final implant would have supported the surgeon in assessing the correct position of the final implant. So in case this step was missed, it might have played a role regarding the improper initial setting of the stem size 16. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: a wagner sl revision stem (ref: 01.00101.916 lot: 2782216) has been received. It has been reported that in a hip revision surgery the awl ("drill") 16 and the stem 16 did not fit / match together, and it was necessary to use a stem 18. This caused a surgical delay of 20 minutes. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the wagner sl revision stem shows few normal signs of usage further no considerable deteriorations, deformations or imperfections can be seen. The involved awl of size 16 has not been returned. To ensure the stem has correct dimensions, relevant characteristic according to the inspection plan were measured. Characteristic no. 23 feature "dimension (13.4 +0.3/0)¿ specification: max. 13.7 mm; min. 13.4 mm. Measured value: 13.60 mm. Characteristic no. 25 feature "dimension (16.0 +0.2/-0.1)¿ specification: max. 16.2 mm; min. 15.9 mm. Measured value: 16.06 mm. Characteristic no. 29 feature "dimension (12.37 +0.2/-0.1)¿ specification: max. 12.47 mm; min. 12.27 mm. Measured value: 12.37 mm. Characteristic no. 28 feature "dimension (9.77 +0.3/0)¿ specification: max. 10.07 mm; min. 9.77 mm. Measured value: 9.94 mm. Conclusion: based on the diameters as measured above, the correct size of the stem can be confirmed. Further the DHR indicates that all components met all specifications. Functional test: a functional test was not performed as the measurements indicate that the implant components met all specifications, and it was not possible to re-create the situation occurring during the surgery. Compatibility check: compatibility: no compatibility check can be performed as only one product has been reported. Review of inspection plan: characteristic no. 23 feature "dimension (13.4 +0.3/0)¿ with scope of testing: aql1.0 means of inspection: "3d messmaschine". Characteristic no. 25 feature "dimension (16.0 +0.2/-0.1)¿ with scope of testing: aql1.0. Means of inspection: ¿3d messmaschine¿. Characteristic no. 29 feature "dimension (12.37 +0.2/-0.1)¿ with scope of testing: aql1.0. Means of inspection: ¿3d messmaschine¿ . Characteristic no. 28 feature "dimension (9.77 +0.3/0)¿ with scope of testing: aql1.0. Means of inspection: ¿3d messmaschine¿. Review of surgical techniques: in surgical technique it is described: "to check the depth of implantation and exact positioning of the prosthesis, the modular trial prosthesis are used. A trial prosthesis corresponding to the prosthesis size defined in pre-operative planning is assembled in advance, with a diameter corresponding to the awl last used, and inserted into the prepared medullary cavity." Functional relationship analysis: the analysis protocol and resultant fit analysis evaluate the functional relationship between the scope of wagner sl revision stems and the awl. It is stated: "the difference in cross sections of each implant wagner sl revision stem at nominal conditions and instrument awl sl revision stem at nominal conditions is 0.25mm in diameter (0.125mm in radius). Awls are effective under ream relative to implant and are smaller in diameter. The acceptance criterion of 0.2 to 0.3mm for diameter difference between implant and awl has been met." Root cause analysis: root cause determination using dfmea: wrong combination of implant and instruments due to lms marking is not readable under or lighting, marking parameters are not sufficient enough . Possible: for the wagner sl revision stem it can be confirmed it is labeled with correct information and the parameters are well readable. However, as the reported awl has not been returned it is possible it's lms marking was not readable so a wrong size was chosen during surgery. Migration of stem short and long term, splitting of femur, improper initial setting of the implant due to awl design doesn't correspond to the stem design (functionality) not possible: as the functional relationship analysis confirms the awl's design correspond to the stem design. Malfunctioning of the device due to wrong handling of device due to wrong information not possible: as nothing indicates the stem was handled wrongly. However, the reported event indicates the surgeon missed a relevant step (use of the trial prosthesis) and this might have played a role regarding the improper initial setting of the stem size 16. Wrong combination of the components due to lms marking is not readable under or lighting, marking parameters are not sufficient enough possible: for the wagner sl revision stem it can be confirmed it is labeled with correct information and the parameters are well readable. However, as the reported awl has not been returned it is possible it's lms marking was not readable so a wrong size was chosen during surgery. Conclusion summary : based on the returned product and the given information, the complaint could not be confirmed. The visual examination and the measurements did not confirm that the wagner sl revision stem was "oversized/ undersized" compared to product dimensions reported in inspection plan. Also the functional relationship analysis confirms the awl's design correspond to the stem's design. As the reported awl of size 16 has not been returned it is possible it was wrongly dimensioned or it's lms marking was worn/ not readable so a wrong size was chosen during surgery. Moreover, as the reported event does not mention any trial stem it is possible the surgeon missed this relevant step during surgery. Using a trial before setting the final implant would have supported the surgeon in assessing the correct position of the final implant. So in case this step was missed, it might have played a role regarding the improper initial setting of the stem size 16. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is cmp-(B)(4).